Event description:
During use of the device for a cardiopulmonary bypass procedure, the centrifugal pump unexpectedly stopped and the "backflow" alarm sounded. The user restarted the pump and completed the case without further incident. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.